Manufacturer narrative:
Concomitant medical products: revitan, proximal part, cylindrical, uncemented, 85, taper 12/14; item# 0100402085; lot# 2602396. Unknown metal head impl win gen; item# unknown; lot# unknown. Durasul, low profile cup, cemented, 60/32; item# 0100324060; lot# unknown. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to implant fracture and dislocation.

Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that: loose revitan stem. Pin fracture with revitan stem in place. Pin is stuck in the proximal stem part. Distal stem can no longer be found in the autoclave. Surgeon believes implant failure. Harm: s3 - instability, moderate hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Zimmer biomet product experience report (zper): in the event description section of the zper it is stated: loose revitan stem. Pin fracture with revitan stem in place. Pin is stuck in the proximal stem part. Distal stem can no longer be found in the autoclave. Surgeon believes implant failure 3. Product evaluation: visual examination: the proximal part of the revitan stem was received with the merete bioball head and the connection pin still assembled. Originally, the connection pin is mounted in the stem body of the distal stem part which was not received for investigation. The head was disassembled for further investigation. Before the disassembly the head to stem position was marked. The proximal stem part exhibits some damage such as scratches and nicks most likely deriving from revision surgery. There are no bone attachments noticeable on the proximal stem part. The posterior and anterior sides of the distal face surface as well as the medial shoulder of the proximal stem part are worn. Medially, on the blasted surface of the connection pin there is an area that is slightly polished and shows some material smearing. The press-fit region of the connection pin is not anymore in its original condition and shows a mixture of polishing, smearing, fretting and corrosion. The lateral side of the distal conical region of the pin exhibits slight smearing whereas on the medial side some material deposits are visible. The bioball head shows coarse scratches and nicks deriving from revision surgery. Some colored spots are visible as well, most probably from the use of an electrosurgical instrument during surgery. The durasul low profile cup exhibits coarse scratches, cuts and the radiopaque wire is deformed, what can most probably be ascribed to the revision surgery. 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer biomet. DHR review: review of the device history records could not be performed due to the missing ref and lot numbers. 5. Conclusion: the event description of the zper reports about a loosening of the revitan stem and a pin fracture. The zper also states that the pin is stuck in the proximal stem part and that the distal stem can no longer be found in the hospital¿s autoclave. Based on the investigation the reported loosening can be confirmed. On the other hand the reported pin fracture cannot be confirmed. A durasul low profile cup, a proximal part of the revitan stem with a merete bioball head and a connection pin still assembled were received for investigation. Originally, the connection pin is mounted in the stem body of the distal part of the revitan stem and this was not received for investigation. The combination of a revitan stem with a merete bioball head/adapter as well as the combination of the merete bioball head/adapter with a durasul low profil cup are not approved by zimmer biomet and have to be considered off-label use. Bone attachments could not be observed on the anchoring surface of the proximal part of the revitan stem. This could maybe point to a loosening of the proximal component. The connection pin does not show a fracture. Based on the fact that the posterior, anterior and medial shoulder face surface of the proximal stem part are worn it can be assumed that the connection pin got loose from the distal stem body and subsided together with the proximal part until it got in contact with the face surface of the distal stem part. The slight smearing seen on the lateral side of the distal conical region of the pin could point to a tipping of the pin to medial so that its distal end could rest on the lateral inside of the distal stem body. However, as the distal stem part is not at hand, any changes caused by the subsiding and tipping of the pin cannot be checked. If such a scenario did occur, the tipping could have appeared like a fracture of the stem on the x-rays. The press-fit region of the connection pin exhibits a mixture of polishing, smearing, fretting and corrosion. The first two phenomena are most probably concomitants to the disconnection of the pin from the stem body. However, it remains unclear whether the latter two could have had an influence on this failure mode or are only concomitants as well. Based only on the retrieval investigation and with no clinical information at hand (e.g. Medical reports, x-ray follow-up, patient¿s bmi, type and level of physical activity, complete medical history, etc.) The reason for the loosening of the revitan stem and the disconnection of the pin from the distal stem body stays unknown. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.